Event description:
On (B)(6) 2020, the user contacted dario to report high blood glucose (bg) readings. The user tested his bg and received readings of over 500 mg/dl. Due to the above, the user went to the hospital, where his bg was tested with the hospital's meter and read 180 mg/dl. While on the call with the user, dario's representative instructed him to open a new strips cartridge and test his bg level. The user tested and received acceptable readings. A replacement of dario's strips and control solution were sent to the user to further investigate this issue. Multiple attempts to follow up with the customer were made, however, no response has been received to date. Therefore, there is not enough information regarding the dario strips to investigate. No resolution is available.